Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009. The ethicon product was not specified in the complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
Date sent to FDA: 12/14/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and bs-advantage and prolift was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, and neuromuscular problems. No additional information was provided.